Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) printed circuit board (pcb) had an unspecified malfunction. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found error codes indicating a loss of communication related the graphical user interface (gui). The cse replaced the gui pcb and backlight inverter pcbs to resolve the issue and updated the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).